Manufacturer narrative:
Correction: cancel MDR this MDR is cancelled due to the incorrect manufacturing plant having been selected. A new initial MDR- MFR # 1710034-2024-01222 has/will be filed to capture the information found in this MDR along with any updates/additional information that may have become available.

Event description:
Na.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero needle through catheter. On puncturing, blood entered the catheter, but sliding it up was not successful. On removing the catheter, it was found that it was punctured in the middle of the cannula.